Event description:
It was reported that the system monitor displayed unrecognized characters during in-patient. The software was loaded again through the software card to reload the system monitor and reboot after that. There were no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor display text and values being unrecognizable (garbled), was confirmed in the submitted screen picture (screen shot). The screen shot showed the display screen with garbled text. No product was returned. The system was reported to be operating properly after the customer reloaded the software and rebooted. The customer kept the unit in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in sep2016. The packaged system monitor was placed into inventory on 19oct2016. The unit was shipped to the customer on 19nov2016. The last service was on 25jan2017 - version 7.32 software. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module) and the heartmate 3 left ventricular assist system (lvas) IFU (rev b p.4-3 - system monitor). No further information was provided. The manufacturer is closing the file on this event.